Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath was cut and partially detached from the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the noted damage remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.